Event description:
Customer's caretaker reported that she didn't think pump was delivering. Stated that blood glucoses have been very high since having tests that were not diabetes related. Caretaker says that the driver arms are very loose and driver block moves up and down with the arms engaged.